Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery would stop after 6 seconds and was having issues cauterizing/sealing branches. There was no energy to activate the jaws. Customer switched out cable, adapter and tried a new power supply and the issue was still happening. Finally a new device (vh-4000) was used without issue. No delay. No harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/04/2024. An investigation was conducted on 03/06/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The cannula, c-ring, heater wire, and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method (B)(4) rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4) rev w. The resistance value was measured at .677 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical/electronic property problem" was not confirmed. The lot # 3000362502 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.